Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness, "nausea", "couldn't speak properly", "light headed", "everything blurred", and was able to self-treat with "ate glucose tab" (type/dose unspecified) and "drink lemonade" prior to going to the hospital. At the hospital, a healthcare professional (hcp) provided unspecified injection, "sandwiches, and pudding" for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. Section h4 (device mfg date) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness, "nausea", "couldn't speak properly", "light headed", "everything blurred", and was able to self-treat with "ate glucose tab" (type/dose unspecified) and "drink lemonade" prior to going to the hospital. At the hospital, a healthcare professional (hcp) provided unspecified injection, "sandwiches, and pudding" for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.